Event description:
The reporter stated that he did back-to-back blood glucose testing, his results were 275, 278 and 336 mg/dl. Further details of his testing were not given. No symptoms were reported.